Event description:
According to the event description "distal end: damaged" there is no information that the event caused a harm or serious injury to patient, user or third. It was reported that the user used the new pliers during surgery, and the tip of the pliers broke. The procedure was completed successfully without delay. No negative impact in state of health reported. It was reported that the user used the new pliers during surgery, and the tip of the pliers broke. The procedure was completed successfully without delay. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during inspection of the returned product weld seam was found broken at the riveting. The investigation came to the following result and root cause: rivet has come loose because weld on the jaw part not deep enough, countersink on the jaw part too small. The event is filed under internal karl storz complaint ID: (B)(4).